Event description:
A patient reported they became symptomatic, sleepy, lethargic. Their one touch ultra meter allegedly would only prompt "error 4" message. There was no result on their meter, unable to test. The result on the family member's meter was 400 mg/dl. The time difference between readings is unknown. Treatment was food and orange juice. No futher information has been reported.